Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one touchscreen was slow to respond when touched in the center of the screen. A field service engineer (fse) removed and reseated all in one unit, completed a touchscreen calibration, verified the calibration through testing to ensure proper responsiveness and accuracy to resolve the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the touch screen had less responsiveness. The user needed to tap several times to select. The device had been rebooted twice. There were no adverse events or injuries reported based on this event.